Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are deformed. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. The stent protector was not returned for analysis. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment. Upon procedure start, it was noticed that the distal part of the stent was deformed. The stent did not enter the introducer sheath.